Manufacturer narrative:
Insulin pump received with stuck motor error alarm during rewinding due to corroded home switch noted. Unable to perform any test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and motor position encoder error. Customer¿s blood glucose level was unknown. The drive support cap was normal. The insulin pump was exposed to the higher magnetic field. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.